Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was replaced during the procedure on (B)(6) 2022. The patient was stable throughout.